Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll japan evaluated the device and the device performed to specification. A review of the device log indicated the device was powered off from intentional user input (power button press) rather than a device malfunction. The device passed full functional testing and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.